Manufacturer narrative:
A sheet was put under the patient to help move him onto the table. Table pivot locks moved resulting in the patient falling and hitting his head. The patient was sedated at the time of the procedure. Following the fall, the patient had a CT examination with no findings. The patient is still in the hospital. Upon inspection of the table it was found that the brackets holding the locks were replaced by a third party organization and are different form the original lock brackets. The existing brackets were compared to the brackets on an identical table indicating the difference between the two. Owing to the brackets not matching the table, the locks slipped because they could not contact the lock plate correctly. The table is in the process of being repaired with the correct brackets. We are contacting the hospital for an update on the patient.

Event description:
Slight bleeding of the back of the head from a fall off of a table.